Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second obtuse marginal branch of circumflex artery. A 4.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the hypotube section approximately 20cm distal to the hub was fractured outside the body and was withdrawn from the patient. Both portions of the catheter were removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was excellent.